Event description:
Allegedly revised due to malfunction of the trocar.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2009. Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.